Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had stimulation/discomfort in their pocket. It was reported that they had multiple falls which may have contributed to the issue. There were no impedances issues found and an x-ray did not show a lead in pocket. No interventions were taken at this time as the patient was (B)(6) years old and surgery wasn't much of an option. It was indicated that the battery may be resting on a nerve and it wasn't that painful to have surgery again. The issue was not resolved at the time of the report.